Manufacturer narrative:
A physio-control service technician evaluated the customer's device and was unable to duplicate or verify the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not recognize the quick-combo electrodes being connected to the device. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.